Event description:
Initial assessment identified an increased intraperitoneal volume (iipv) situation on the homechoice (hc) which occurred on (B)(6) 2010 during drain cycle 3. The fill volume was 2000ml and the total drain volume was 3702ml, which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.